Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to a blood glucose level of 43 mg/dl. The customer reported that the insulin pump had a bolus listed in the history that was not completely delivered. The customer also reported receiving a no delivery alarm that was cleared by changing the set and reservoir. The customer stated that the reservoir may have had a leak, due to a strong smell of insulin. Blood glucose level at the time of the call was 72 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.